Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked for a procedure performed on a unknown date. According to the complainant, during preparation, a string or thread-like object came out from the tip of the sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A navigator dilator and access sheath were returned. Upon visual examination it was found that both of them were slightly bent. The sheath has a cord tied in the plastic hub and a material was protruding out of the tip which was consistent to the inner liner of the sheath. It is most likely that an instrument/tool was used during testing; this factor in addition with the bent sheath and dilator could have rubbed the inner walls of the sheath; contributing with the encountered issue. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked for a procedure performed on a unknown date. According to the complainant, during preparation, a string or thread-like object came out from the tip of the sheath. There were no patient complications reported as a result of this event.